Manufacturer narrative:
The customer report that the tubing broke at the pressure sensing disc area was confirmed based on the inspection of the as-received set. The customer also provided photos showing a separation at the engagement between a syringe administration set's pressure sensing disc and tubing components. The separation was observed at the engagement between the outlet of the pressure sensing disc and microbore tubing components. Inspection of the separated tubing end observed insufficient to no solvent traces and evidence that the tubing was not fully inserted into the outlet of the pressure sensing disc. Functional testing was unable to be performed on the received set due to the obvious separation. Dimensional analysis of the separated tubing end was observed to be within specification. The root cause of the noted gap is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that an IV extension tubing broke at the pressure sensing disc area while the nurse was trying remove the disc from the IV infusion pump. This occurred at the end of a heparin infusion (heparin 50 units in 0.45% sodium chloride at 2ml/hr). There was no patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that an IV extension tubing broke at pressure sensing disc area while the rn was trying remove the disc from the IV infusion pump at the end of heparin infusion (heparin 50 units in 0.45% sodium chloride at 2ml/hr). There was no patient harm.